Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced some low blood glucose levels. The customer was over correcting for food. She declined troubleshooting. The customer was not calculating her carbohydrates properly. The customer could not hear or feel the insulin pump vibrate. Her blood glucose level was below 50 mg/dl. The customer drank apple juice. The device was not returned.